Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination of the device showed cracking along the tank cover and wear on the enclosure and line cord. The investigator attempted to power on the device but no power on occurred. The investigator replaced the power cord but the problem persisted. The investigator then replaced the circuit board and the device issue was resolved. The issue was caused by a problem with the circuit board.

Event description:
It was reported the device would not power on. No adverse effects reported.